Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient noted that the cgm reading was inaccurate and the cgm was reading 374 mg/dl, and the blood glucose reading was 449 mg/dl. At the time of the inaccuracy the patient was not experiencing any symptoms. The patient called the hospital for advice, and the hospital sent an ambulance. The patient was brought to the hospital and when a fingerstick was taken in the ambulance, the blood glucose reading was lower than 449 mg/dl, but no specific reading was reported. At the hospital, the patient was treated with intravenous fluids, insulin, and was given something to drink. The patient was discharged after 7 to 8 hours, and the blood glucose reading was 266 mg/dl at that time. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was okay and fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid prior to calling the hospital. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was treated at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.